Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that, since 10 days prior, every other day their stimulation turns off by itself. They had to wait about 5 minutes after it turns off to turn stimulation back on. A replacement controller was requested. No symptoms were reported.